Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple no delivery alarms and customer had to change out the supplies more frequently. Customer's blood glucose was 580 mg/dl. Customer reported the alarm was resolved by an infusion set change. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.